Event description:
It was reported that the pt was revised due to pain caused by a dislocated articular surface.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: surgical notes were provided and reviewed. The surgeon noted that "with this pt's weight and the way that she is using her knee it is causing the polyethylene locking mechanism flanges to fail." It was noted that a gender specific female natural knee size 2 femoral component was used with the device, which is a size 00/0. This would be considered an off-label use of this product as indicated on the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays and/or further information. Evaluation: device history records indicates all components were manufactured and inspected to specification. The device was received and evaluated both visually and dimensionally. Deformations and gouges were noted on the inferior surface.